Manufacturer narrative:
One device was returned for repair with complaint that that the device had syringe is empty and it alarms. Event logs did not show any errors. No previous service noted in the last 12 months. Unable to confirm customer complaint with onboarding test. The device was re-calibrated and tested. The device was validated using the onboard performance verification test, and the pump passed all validation tests.

Event description:
It was reported that the device says syringe is empty and it alarms, then keeps cycling. Customer states they did not see an error code. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.